Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a false positive extended-spectrum beta-lactamase (esbl) result was received for a patient isolate. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a false positive extended-spectrum beta-lactamase (esbl) result was received for a patient isolate. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for false resistance of extended spectrum beta-lactamase (esbl) on patient results on a phoenix m50 instrument. Remote assistance was attempted to be provided to the customer. The customer did not respond to requests for more information regarding this complaint. If more information is received in the future, this complaint may be reopened. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. Images of the associated lab reports, showing the reported condition, were provided by the customer, but no further information was shared and therefore no investigation into samples could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review revealed no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.